Event description:
This and the referenced lead became dislodged after implant. Both leads were replaced with a competitor's leads. The physician feels that the pt was lifted/moved by the upper torso after the procedure per the oos. The other lead that was removed was setrox s 45, MDR 1028232-2007-0205.